Event description:
It was reported that five years ago, the patient had an artificial urinary sphincter implanted. The patient experienced urinary incontinence so the device was removed. Upon explant, a scratch like anomaly was found on the tip of the control pump.